Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Additional information indicated that this ra lead was surgically abandoned with lead removal difficulty due to tissue adhesion. No additional adverse patient effects were reported.